Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthese employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent the open reduction internal fixation with the vatcp and the drill bit for the distal radius fracture. After drilling the most distal hole with the sleeve, the drill bit interfered with the screw. While drilling at different angles, the surgeon heard a strange sound. It was confirmed that the drill bit was broken. The image showed that the drill bit remained in the bone. The surgery was completed successfully without any surgical delay. The surgeon decided to remove the broken tip at the time of plate removal. Drilling was performed without noticing the interference. The load on the drill bit was greater than before because the patient was young. Additionally, an excessive load was placed on the drill bit because kneading drilling was performed. No further information is available. This report is for a 1.8mm drill bit with depth mark/qc/110mm. This is report 1 of 1 for (B)(4).